Event description:
The manufacturer received information alleging the power cutting off and started up again condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, an error code related to the main circuit board and smell were observed. The main circuit board and blower were replaced to address the issue.